Event description:
Vague pump report of a pump being set at 40 ml/hr with an unk amount and type of solution. Three and half hours later the pump was reported to have delivered 900 mls. No additional clinical info was able to be obtained. No pt injury was reported.